Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient stated their leadless implantable pulse generator (ipg) "seems like it's been fluctuating a little bit." The patient stated their device is normally set at fifty beats per minute and was wondering if the leadless ipg had been reprogrammed following an magnetic resonance imaging (MRI). The leadless ipg remains in use. No patient complications have been reported as a result of this event.